Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "skin ulcer (severity 3)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin ulcer (severity 3).

Event description:
Company representative reported "skin ulcer formation: grade: [a]". This record is for unknown side. The device remains implanted.

Event description:
Company representative reported "skin ulcer formation: grade: [a]". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, e3.